Event description:
A 23 gauge butterfly would not retract properly after a blood draw on an outpatient lab patient. I took the needle out of the patient's arm since it would not retract properly. With about 1/2 inch of the needle still exposed, I tried to retract it after it was removed from the patient, and it still would not retract. This has happened twice this week.